Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip was missing the collagen plug and the green stylet. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip was missing the collagen plug and the green stylet. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with stopcock opened. The syringe was returned attached to the device. The advancer tube was returned attached to the device in its manufactured position, but the procedural sheath was not received. The condition of the returned device likely indicates that the device was not deployed, and the sealant was observed in its manufactured position, attached to the device. No visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained show that there were no problems in the device¿s deployment mechanism as this could be actioned as expected by advancing the advancement tube and deploying the contained sealant. The product history record (phr) review of lot f2308401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-missing component¿ and ¿advancer tube-missing advancer tube¿ were not confirmed through analysis of the returned device since both were found in the device at their manufactured positions. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the limited information available for review and the product analysis, procedural/handling factors (such as an incomplete engagement of the advancer tube) most likely contributed to the issue with the advancer tube and sealant reported since the device was returned with the components present and it performed as intended during functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2308401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.